Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia after otherwise stable control on the system, with an initial blood glucose of 47 mg/dl that was corrected with oral carbohydrates, followed by subsequent lows to 60 mg/dl and 65 mg/dl as the algorithm delivered insulin and the user treated with additional carbohydrates. Symptoms included low blood glucose without reported acute complications. Outcomes included self-treatment with oral glucose and no medical intervention, hospitalization, or assistance. Investigation included review of device data and user reports, along with troubleshooting and education on avoiding overcorrection and scheduling of additional clinical training. Investigation of this case revealed no device malfunction reported and suggested the event was consistent with hypoglycemia of unclear cause during ongoing algorithm adaptation and user carbohydrate correction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.